Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding with a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient¿s implanted stopped functioning and hadn¿t worked since it was implanted. No further complications were reported.